Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of peritoneal dialysis therapy. During troubleshooting, it was determined that the supply line of an amia cassette broke and came out of the door which resulted in a leak and led to this alarm; the line was stretched to reach the bag of solution. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. The patient would complete therapy by manual exchange and contact the nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation with the drain, patient and heater line cut off. A visual inspection with the naked eye noted a white clamp supply line tubing separated from the cassette port which would result in the reported alarm. The sample was functionally tested including leak, clear passage, and clamp function testing with no issues noted. The reported condition was verified. The cause of the condition is related to user; most likely related to stretching the line tightly during therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.